Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-03292. Follow up information received identified the patient's physician decided to explant and replace the patient's l5 placement lead. In addition, the physician added another lead at l4. Effective stimulation therapy was reportedly restored postoperatively.